Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent damage / malfunction that would have contributed to the reported event was identified. Measurements match drawing. The implant and it's bundle cover screw were observed modified / damaged likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is patient factors. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came into the clinic complaining of having a hard time wearing a maxillary denture. Cbct revealed that the implant at tooth site #5 has shifted and required removal.